Event description:
Customer reported the monitors go blank when vertical column is raised or lowered, and system intermittently locks up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable and upgraded the single board computer. System operates as intended. (B) (4).